Manufacturer narrative:
The rv lead was repositioned the following day. Fluoroscopy revealed all the slack in the lead had been lost and it had pulled back significantly. The lead appeared to be fixated to the myocardium, confirming for the physician that no perforation had occurred. The lead was successfully repositioned and remains in service with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the hospital after experiencing a fall that resulted in abdominal pain. The device was checked, and it was noted r-waves had decreased from 13mv to 7mv and pacing threshold measurements had increased from 0.7v to 2.5v. The patient had extreme pain with rv pacing. The physician performed a CT scan that revealed a small pericardial effusion, but no perforation. The physician planned to reposition the lead. No additional adverse patient effects were reported.